Event description:
Pt's spouse called and said they tested blood glucose on the suspect device and it read 400, 500, hi mg/dl. Pt's spouse is a nurse and gave spouse an insulin shot based upon the suspect device output. Later pt became unconscious.